Event description:
It was reported to boston scientific corp that during preparation, the radial jaw 3 biopsy forceps was broken in the package and the handle was bent. The case was completed with another of the same device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined.